Manufacturer narrative:
The returned device was evaluated and in the case description, the user described the pod as cracked and corroded. Initial inspection of the pod found cracks in the top housing with evidence of corrosion along them. Evidence of corrosion was also visible through the top and bottom housings. Corrosion was found on the reservoir, pod chassis, batteries, and the pcb assembly. The corrosion of the batteries resulted in the battery voltages being lower than expected. The source meter was used as an external power source in order to retrieve the download data. Inspection of the fluid path found no damages, tears, or leaks that would result in fluid leaking into the pod chassis. The cracks in the top housing allowed fluid to leak into the pod, contributing to the observed corrosion. It could not be determined when these cracks occurred.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 400 mg/dl while wearing the pod for less than an hour. The patients removed the pod and found that the shell was corroded and cracked. Once at the hospital the patient was treated with intravenous fluids as well as an insulin drip. The patient was released from the hospital after a few hours.